Event description:
It was reported that the right ventricular lead had high thresholds. The lead was explanted and replaced. At the start of the procedure, the right atrial lead function was noted to be normal. After the right ventricular lead replacement procedure, the right atrial lead would not capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2004. (B)(4).